Event description:
It was reported that during a lap cystectomy procedure, the gen11/no error code. After about two hours of operating time while transecting the bladder pillar all of a sudden the top of the jaws broke off with the distal tip of the I-blade also broke off. The ptc half of the enseal was immediately removed while the search for the distal piece of the I-blade began. A new device was opened and the surgery completed. The missing piece of the I-blade was also removed after having been found. Nothing fell into the patient! There were no consequences for the patient. Surgery was prolonged twenty minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact.should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade broken off and the jaw bent. During mechanical testing, the jaws could not be properly opened and closed. The damage to the I-blade prevents the jaw from opening and closing accordingly. The instrument was tested electrically and it activated as expected when connected to the generator. Due to the returned condition of the instrument not all testing could be performed.there is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.